Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer states they had gone through 6 reservoirs every three days. The customer's blood glucose level was 400mg/dl. The customer treated the high with reservoir change and bolus. The customer declined to troubleshoot for the highs. The customer was advised the reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.